Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, haptic would not unfold the lens inside the eye and also in the field. Lens was explanted in initial procedure. There was no patient harm.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is bent in the gusset area causing the haptic bend up towards the anterior side of the lens. The opposite haptic is bent in the gusset area causing it to bend towards the posterior side of the lens. A small crack is observed in the center of the optic. The optic is split on the edge of the optic. The haptic is broken in the gusset area and still attached to the optic. A scrape mark is observed on the anterior surface of the optic near the center. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. When the lens was received neither haptic was found to be adhered to the optic. Damage was observed to one of the haptics. If the haptic was broken during insertion, this would lead to the haptic not unfolding. Qualified associated products were indicated. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd(ophthalmic viscosurgical device)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol (intraocular lens) damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).